Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it was reported that 58 ll vlv adpt(stand alone) experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: the same occlusion/flushing issue we¿ve been experiencing was the issue for all of these products. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 20116994. D.4. Medical device expiration date: 2023-11-29 . H.4. Device manufacture date: 2020-11-27. D.4. Medical device lot #: 20116996. D.4. Medical device expiration date: 2020-11-29. H.4. Device manufacture date: 2020-11-27. D.4. Medical device lot #: 20115603. D.4. Medical device expiration date: 2023-11-09. H.4. Device manufacture date: 2020-11-03. D.4. Medical device lot #: 20046646 . D.4. Medical device expiration date: 2023-04-21. H.4. Device manufacture date: 2020-04-21. D.4. Medical device lot #: unknown . D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. D.4. Medical device lot #: 20046540. D.4. Medical device expiration date: 2023-04-20. H.4. Device manufacture date: 2020-04-20. H.6 investigation summary: samples (model #2000e) were returned by the customer. It was reported that the smartsite needle free connector will not flush. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water to confirm an open fluid path. The fluid paths of 18 of the samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid paths of 3 of the samples were not open and were unable to be flushed. The customer complaint can be verified in these samples. A device history record review for model 2000e lot number 20116994 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2000e lot number 20116996 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A device history record review for model 2000e lot number 20115603 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A device history record review for model 2000e lot number 20046646 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A device history record review for model 2000e lot number 20046540 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 58 ll vlv adpt(stand alone) experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: the same occlusion/flushing issue we¿ve been experiencing was the issue for all of these products.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20116994. Medical device expiration date: 2023-11-29. Device manufacture date: 2020-11-27. Medical device lot #: 20116996. Medical device expiration date: 2020-11-29. Device manufacture date: 2020-11-27. Medical device lot #: 20115603. Medical device expiration date: 2023-11-09. Device manufacture date: 2020-11-03. Medical device lot #: 20046646. Medical device expiration date: 2023-04-21. Device manufacture date: 2020-04-21. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 18 ll vlv adpt(stand alone) experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: the same occlusion/flushing issue we¿ve been experiencing was the issue for all of these products.